Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the common iliac arteries had moderately severe amount of atherosclerotic disease; however, the superficial arteries were soft and large and easily accessed. The patient has a history of renal failure. The bifurcated stent graft and the contralateral limb were implanted in a crossover technique without difficulty. The physyician was unable to place a 22 f sheath up the right limb to place an aortic cuff to extend the right iliac limb because the right iliac artery was small with areas of narrowing. The physician felt this was dangerous to pursue; therefore, a 16 mm iliac extension cuff was placed. Angiogram showed good attachment at the site with persistent filling of the right internal iliac artery; therefore, a 15 m and a 16 mm iliac extension limb was used to cover the attachment sites with post-dilatation of the iliac limbs with a 14 mm angioplasty balloon. The final angiogram showed no filling of the right internal iliac artery with good proximal and distal attachment sites. The patient was taken to the recovery room in stable condition. 4 days later, the pateint developed pain in the right leg. Upon admission, the patient's distal leg was cold with no palpable right femoral or distal pulses. Angiogram of the right limb of the graft showed total occlusion throughout the length of the graft. The thrombus was successfully treated with an overnight infusion of tpa (tissue plasminogen anticoagulation) and angioplasty of the distal aspect of the right iliac limb. No further clinical sequelae were reported and the patient is reported to be fine.